Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Following a glaucoma filtration device (gfd) surgery a surgeon reported hypotony and choroidal detachment. The condition was treated with topical eye medication. The device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up the surgeon reported the patients intraocular pressure (iop) to increase. Topical medication was prescribed to treat high iop. The glaucoma filtration device was explanted and a trabeculectomy was performed approximately two years postoperatively.